Event description:
On (B)(6) 2012, it was reported that the vns patient's generator was explanted on (B)(6) 2012, due to it no longer being used because of side effects. No further information was provided. Good faith attempts for additional information from the physician have been made as well as attempts for explanted product return; both have been unsuccessful to date.

Manufacturer narrative:
Date of event; corrected data: additional information was received regarding that changed the event date previously reported on initial report.

Event description:
Additional information was received on (B)(6) 2012, when the physician reported that the patient would only state that the device would "drive her nuts". The vns was disabled in (B)(6) 2012, due to this. The physician stated that he is unable to assess the relationship of this event to vns. No patient manipulation or trauma occurred that is believed to have caused or contributed to this event. The anatomical location of the event was the neck/chest area. The physician stated that it is unknown if any interventions were taken or planned.

Manufacturer narrative:
.